Event description:
Customer reported that the t:slim x2 pump battery would not charge, triggering a power source alert. This issue led to a pump shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer did not take action to resolve bg. The customer was able to successfully charge the pump using an alternate wall adapter and usb cable.